Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation.

Event description:
It was reported that the customer experienced a bent infusion set cannula. Customer's blood glucose (bg) level was 429 mg/dl with high ketone level identified as dangerous (diabetic ketoacidosis). The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Multiple contact attempts were made by tandem technical support to obtain the hospital release date as well as the infusion set type; however, the customer did not respond.